Manufacturer narrative:
Correction: mfg date correction. The computer was returned to the manufacturer for analysis. Analysis found that the computer did not complete boot sequence with clicking cyclic sound of hard drive. Analysis found that the reported event was related to a computer component issue.

Manufacturer narrative:
The power switching board for the imaging system was returned to the manufacturer for analysis. The system was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: adding proper codes.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacture representative went to the site to inspect the system. It was found that the image acquisition system (ias) computer was not working. The computer was replaced and the issue was resolved. Additionally the front casters were replaced. A full system checkout was performed after part replacement and all tests passed. The system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system would not start.

Manufacturer narrative:
Additional information: unique device identification (UDI) provided. Correction: product updated to proper value.